Event description:
The pt reportedly had left their test strips in pt's car and also leaves the vial cap off more than the mfg labeled instructions. Pt then used the suspect device to check blood glucose and obtained a result of 315mg/dl. Pt performed a repeat test and the result was 151mg/dl. Pt then averaged the two results to arrive at level pt based insulin dosage from. Pt took 7 units of humalog. Pt then bottomed out and an ambulance was called. Emt's tested pt's blood glucose on their equipment and the level was 16mg/dl. Pt was treated with a glucose IV. Level 1 glucose control was used on the system and the control was out of range on the test strips used. A new vial of test strips was opened and the control was within range on them. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.